Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states their sensor needle broke. The customer's blood glucose level at the time of incident was unknown. The customer states the needle was stuck in their body. The customer was able to remove. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
Evaluated three opened/used partial enlite sensor and performed visual inspection and found all three sensor cannula bent. No broken or missing parts were observed during analysis. We were unable to confirm customer received sensors in said condition due to customer returned opened/used. We were unable to confirm needle anomaly due to customer did not insertion needles only sensors.